Event description:
The customer called to report a blank display and failed battery test during normal use. The customer also stated that he was hospitalized for low blood glucose levels two months ago. The customer stated that he had skipped lunch due to a doctor's appointment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.